Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that a red alert had been triggered for this system due to a shocking impedance measurement of 136 ohms. A review of the device data identified there has been a gradual rise in the measurements over the past six months. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Troubleshooting was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received stating another out of range shocking impedance measurement was produced which was greater than 145 ohms. A boston scientific technical services consultant recommended performing testing to ensure system integrity and also increase the shocking impedance upper limit. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pulse generator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been triggered for this system due to a shocking impedance measurement of 136 ohms. A review of the device data identified there has been a gradual rise in the measurements over the past six months. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Troubleshooting was recommended. No adverse patient effects were reported. Additional information was received stating another out of range shocking impedance measurement was produced which was greater than 145 ohms. A boston scientific technical services consultant recommended performing testing to ensure system integrity and also increase the shocking impedance upper limit. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. It was reported that this device was subsequently explanted due to normal battery depletion. No adverse patient effects were reported.